Manufacturer narrative:
B:5 additional information received; it was reported the event was caused before the endurant delivery systems were inserted into the patient, therefore there is no compliant against the endurant devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received; it was reported that at the time of inserting the wire, before both delivery systems were inserted, something wrong was noticed and the wire was reinserted, there was no problem when inserting the delivery systems. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: (B)(4), ubd: 02-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 46 mm abdominal aortic aneurysm. It was reported that during the index procedure, when trying to deliver the guide wire, it was difficult to pass thoracic aorta (ta), although the wire delivery route was in the same direction. Contrast was performed and it was confirmed that the wire had entered a false lumen and caused a dissection. In addition, after the stent graft was implanted, and touch-up was performed, contrast was performed again and a rupture was observed since the contrast medium flowed to the right cia. It was stated that the right internal iliac artery (iia) was embolized and an etlw1610c156e was added to extend to the eia. When the overall contrast was confirmed again, blood flow could not be confirmed for the left iia, and abnormal findings were confirmed by contrast. Ivus was performed, where a dissection from the left eia was confirmed. It was reported that since internal iliac artery had collapsed, a non mdt bare stent was implanted from the distal side of the stent graft which had been implanted to the left cia to the distal side of left eia. Due to severe tortuosity, a bare metal stent was also implanted in the right side of external iliac artery. As per the physician, cause of the event was morphology due to very severe tortuous access vessel and that the superficial femoral artery (sfa) bifurcation position was also quite high, which made it a very difficult procedure. No additional clinical sequalae were reported and the patient is fine.